Event description:
During a coronary drug eluting stenting treatment procedure, an embolization occurred. The physician was trying to place a taxus express2 3.0x12mm drug eluting stent in the circumflex (cx) artery but was having a hard time crossing the lesion and the stent came off the balloon. Everything was removed, down to the sheath and the physician attempted to snare the dislodged stent but was unsuccessful. The physician decided to leave the stent in the pt. The pt later experienced discomfort in his leg and the physician found that the stent had embolized tothe profunda. The physician placed and wire and deployed the stent in the vessel. No further complications were reported. Pt status is satisfactory.